Manufacturer narrative:
Durning the investigation the event was found to be a revision of a competitors device and the inital implant of exactech devices. This event was determined to be a non-complaint as there is no evidence that the device failed to meet its specifications or to perform as intended. Please disregard.

Manufacturer narrative:
Pending evaluation. Concomitant devices: tibial insert (cat# 02-022-44-3009); tibial tray (cat# 02-022-45-3030); tibial stem extension (cat# 204-70-00); patellar (cat# 200-02-32).

Event description:
As reported by the exactech knee replacement study, the (B)(6) y/o female patient initially complained of severe pain and pressure to the left knee for three months. Patient weight is (B)(6) lbs. The patient was revised. The event is possibly related to the device but unlikely related to the procedure. Initial imp. Date is unknown, it is known it was in 2019.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision was based on review of all available information, there is no indication that there is a device related problem, there is no allegation against the device. The most likely cause of the reported event is related to the patient¿s underlying condition. Section (d10). Concomitant devices: - tibial insert (cat# 02-022-44-3009); - tibial tray (cat# 02-022-45-3030); - tibial stem extension (cat# 204-70-00); - patellar (cat# 200-02-32). Section(s): no information has been provided: a2, a5, b6, d4 (serial number and exp date), and h4. The following section(s) have additional info: g7, h1, h2, h3, and h7.